Manufacturer narrative:
The reported event of pannus was confirmed. Regurgitation was also reported. Morphological and histopathological examination revealed circumferential fibrous pannus ingrowth on the inflow surface. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, double valve replacement (dvr) and tricuspid annuloplasty (tap) were performed with a 19 mm trifecta gt valve implanted in the patient's aortic position, a 25 mm epic valve (model number: e100-25m, serial (B)(4)) in the mitral position, and a 25 mm tailor annuloplasty band (model number: tab-25, serial (B)(4)) in the tricuspid position. At the end of (B)(6) 2018, the patient presented at the hospital with cardiac insufficiency. An echocardiogram revealed aortic regurgitation (ar) around the non-coronary cusp (ncc). On (B)(6) 2018, a re-do avr was performed the trifecta gt valve was explanted. Upon explant, pannus ingrowth was observed at the ncc, and the commissure between the ncc and left coronary cusp (lcc). The pannus formation was significantly exhibited close to the top of the stent post between the ncc and the lcc. During explant, the sewing cuff was damaged. A 19 mm carpentier-edwards perimount magna ease aortic heart valve was implanted in the aortic position. As there were no anomalies on mitral valve and tricuspid valve noted, the implanted devices in both positions remain implanted in the patient. The surgeon speculates the pannus growth impeded the mobility of the valve cusps and led to stress on the commissure between the ncc and lcc, and the torn ncc most likely resulted in ar. The patient is reported to be recovering.